Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a remote device data review, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets, and the battery voltages were normal. The device was operating as intended despite the error message due to an extended magnet application. As a result, the device would need to go back through auto or manual set up. The s-ICD remains in service. No adverse patient effects were reported.